Event description:
It was reported that the customer went to the emergency room due to high blood glucose. The blood glucose reading at time of call was 371mg/dl, but the sensor was showing 440mg/d all day. The customer removed the infusion set and the cannula was not bent. It was stated that the reservoir had a lot air bubbles. It was mentioned that the insulin was not stored at room temperature. The customer keeps the insulin in the refrigerator, but she takes out forty minutes before using. The customer ran a fixed prime and found no leaks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.